Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause of the detached knob was traced to device design and has been addressed in a CAPA. The assignable root cause for the remaining failures was traced to improper maintenance. A device history review was performed, and no non-conformances were detected related to the reported condition. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device knob was detached from the saw head, it was not possible to fix saw blades properly, and the trigger was misaligned and could not be fully pressed. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades, check for sticky trigger, check oscillation frequency with frequency meter and mode switch-test. It was noted in the service order that the device saw blade clamping unit would unscrew and release the saw blade during an unspecified surgical procedure. There were no reports of surgical delay and no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.